Event description:
The ventilator would not pass power on testing. The ventilator was not in use at the time of the reported problem, therefore there was no patient involvement or harm. The respironics service technician could not duplicate the reported problem, however confirmed a diagnostic code in log history indicating an inhalation autozero test failure. During normal operation, out of specification inhalation pressure could be detrimental to the patient. The service technician replaced the sensor board as a precaution. Performance verification testing was performed and all tests passed per operating specifications.